Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98, warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose and insulin history is as follows: (B)(6). Hyperglycemia treated by customer with an a manual injection of 10 units of insulin. Upon deactivation he noticed the cannula looks flat and bent. The pod was worn between 4 and 24 hours on the leg.